Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event. The patient was treated with cephalosporin for the peritonitis. At the time of this report, the patient was still in hospital and has not recovered from the event. Pd therapy was ongoing. The reporter decline declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.